Manufacturer narrative:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code was found in the ventilator's downloaded error log. The device's proportional valve was replaced to address the issue. In addition, the technician performed final test, battery checking, valve checking, a test run, cleaning, and software was checked. The proportional valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the proportional valve functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code was found in the ventilator's downloaded error log. The device's proportional valve was replaced to address the issue. In addition, the technician performed final test, battery checking, valve checking, a test run, cleaning, and software was checked.